Event description:
It was reported that the colonovideoscope exhibited an issue where the camera was not working. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6 and h11. The device was returned to the regional service center for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: intermittent flickering issue. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the camera is not working is due to intermittent flickering issue. And for the newly identified malfunction mentioned above, the most probable cause is an electrical failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.